Event description:
Pt called lfs in 2004 alleging that their meter would only prompt a "clean test area" message while attempting to test. The issue was not resolved with troubleshooting. The pt reported that they contacted the paramedics and were treated with insulin. It is not known if the paramedics tested their blood sugar on their own meter or if they had any symptoms at the time. Medical affairs attempted unsuccessfully to reach the pt to obtain more clinical info. Due to insuficient info regarding the event, the case will be reported as a malfunction. A letter is being sent as a second attempt to contact the pt.